Event description:
The ge svc rep observed a surgery case and monitored the customer power. No pt injury was reported.

Manufacturer narrative:
The ge svc rep installed fluke line monitors and observed surgery cases during the day. The customer is now using an outlet that only the c-arm is plugged into. The system is operating as intended.